Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID neu_unknown_ext (serial: unknown); product type: 0191-extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when checking the impedances pre-operatively before a routine battery change, elevated impedances were noted on contact 11. After the battery change, those impedances were made worse with elevated impedances on contacts 10 and 11. The surgeon removed and cleaned the wire, receded it, making sure it was fully seated, was sure that the set screw was tightened, inspected for any physical damage, but the impedance issue remained. The wire was un-swapped with the other port to confirm it was a wire issue and not a battery issue. The surgeon tried troubleshooting several times and decided to try reprogramming around the open impedances. They took an x-ray but no visible signs of damage to the wires could be found. Patient had a fall (date unknown), so this could be a possible contributing factor. The system was reprogrammed to be on the contact with impedances in normal range, and so far, the issue has been resolved. No symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID 3708660 serial# (B)(6) implanted: (B)(6) 2017 product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Issue resolved once the programming was changed to program around the high impedances.